Event description:
It was reported that during a laparoscopic colectomy procedure with a gray cartridge on a gastric vessels, the device locked out and would not fire. The device would not open, the red release button was used and still the device would not open. Another device was used to remove the device from tissue and complete the procedure. The procedure was completed with no patient consequence. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: on what tissue type was the device used? Gastric vessel. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? Asku. Echelon straight/flex: asku. What color cartridge was being used? Gray. What other color cartridges were used before and after this event? Asku. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No. Was there any difficulty removing the device from the tissue? Yes. Is there any other additional information you would like to share about this device or procedure? No. A surgical photograph was returned and based on the evidence the event could be confirmed, but it cannot be determined what caused the complication.